Event description:
On(B)(6), 2025, a patient underwent a port placement procedure using the powerport m.r.I. Isp via axillary vein in the right chest wall. During the preparation, the sheath was allegedly damaged when the operator delivered the sheath along the guidewire. There was no patient contact.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway.section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.